Event description:
The center reported that the pt experienced a loss of lock with his device. External equipment was exchanged but the problem was not resolved. Testing performed by the center confirm that the device was not functioning. The device was explanted. The patient was reimplanted with another advanced bionics device.